Event description:
The customer reported a ventilator experienced a blower stall and was indicated by the error code 1134. The device was not in use at the time the issue was discovered. Additionally, the customer verified there was a code 1134 in the significate log. He also verified there was no pressure or flow coming out of the unit while testing unit. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the blower first, then the motor controller printed circuit board assembly (pcba) to repair the unit.

Manufacturer narrative:
The customer originally reported that the device was not in use at the time the issue was discovered. The customer later communicated that the context of when the issue was found is unknown. There was no patient involvement and no patient harm reported. The customer reported to have replaced the blower to repair the device. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.